Event description:
Reporter alleged that comfort curve strips were labeled with an expiration date of 02/28/2011. The manufacturer's records show the actual expiration date to be 02/28/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
This is a case reported from baxter (B)(4); the competent authority is (B)(6), reported to baxter through our sales representative the following event happened with baxter device minicap, the patient (B)(6) had an infection of the peritoneum; probably due to the fact that was not possible to close the miniset in a perfect way. The patient had to follow an antibiotic therapy for 2 weeks with targocid and nebicina. (B)(6) 2009: additional information: the device was hard to open/close (required higher forces). The doctor said that the patient could have the impression that the minicap was well closed but it wasn't, so not shutting off the fluid properly.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.